Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was alarming an air in line, but it had an hour remaining in infusion. The issue involved a cassette and tubing. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No device was returned for repair/analysis. No prior repair record was noted. The customer provided the event log for review, which showed air in line detected. However, without product to evaluate, it is unknown what caused the pump to alarm. Based on review of service history and event history log provided by the customer, a probable cause was not able to be determined.